Event description:
The customer contacted physio-control to report that their device would intermittently power on with a white display. A white display is indicative of a device lock-up condition that may prevent defibrillation from being delivered. The customer confirmed that when the display was white, the device was not responsive. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate or verify the reported issue. As a precaution, physio replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.